Event description:
During breast augmentation surgery, while handling 1st sterile sizer it ruptured outside of the patient. No impact to patient. Proceeded to open 2nd sizer, was placed into the patient's breast pocket, where it ruptured in patient's left side. Sizer was removed, pocket was profusely irrigated with antibiotic solution.